Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending (lad). The physician was attempting to implant a liberte' monorail coronary stent delivery system 2.75x16mm through a guide catheter. However, the physician noticed that the distal part of the stent was "broken". The physician then attempted to further advance the stent delivery system through the guide catheter but "didn't pass". The device was withdrawn, but with a lot of resistance. The procedure was completed with another bsc liberte' 3.00x16mm stent with no complication and patient status after procedure is stable.